Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and a symptomatic rectocele. It was reported that following insertion the patient experienced pain, pain with intercourse, severe suprapubic pain, partners pain with intercourse, painful urination, incontinence, pressure, infections, clot, retention, and hematuria. The patient underwent cystoscopy, a rectocele repair, a perineal repair and vaginal reconstruction. The patient underwent cystoscopy, a bladder biopsy with fulguration and a mesh exam on (B)(6) 2010. The patient underwent a 24 french foley with a 6 eye catheter insertion, evacuation of a clot, and bladder irrigation on (B)(6) 2010. The patient underwent interstim placement on (B)(6) 2010. The patient underwent left ureteroscopy and stent placement on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.